Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and had high pacing thresholds measurements at 6 volts at 2 milliseconds. Upon trying to reposition the lead, a stylet could not be passed through the lumen, so the lead was removed without incident from service and was explanted. A replacement lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations of dislodgment and high pacing threshold measurements involving this lead could not be confirmed by testing. There was nothing visually wrong with the lead that would have cause dislodgment. The allegation of a stylet not being able to be passed through the lumen was confirmed by testing. The lead was an open lumen lead and blood seeped up into the lumen while being implanted. The blood dried causing the guidewire to not be fully inserted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.